Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been corrected: corrected the expiration date and UDI previously reported incorrectly

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000856, g7 neutral e1 liner 36mm d, 3309833, unknown, depuy head, 7862512, unknown, depuy stem, 5227389. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01696. Product location unknown.

Event description:
It was reported that the patient underwent a right total hip arthroplasty procedure. Subsequently, the patient underwent a two stage revision procedure due to infection two months post-implantation. The cup and liner were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. Radiographs performed (B)(6), 2014 revealed periprosthetic lucency surrounds the femoral system, suspicious for loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.